Event description:
According to the reporter, during a total gastrectomy procedure, the staple line was incomplete. The staple line was resected and re-stapled. The anastomoses was not formed correctly. Another device used successfully. No patient adverse events reported. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.